Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomalies. The battery had reduced capacity due to over-discharge.

Manufacturer narrative:
Concomitant: product ID 3550-39, product type accessory. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient turned their stimulation off the first of (B)(6) 2013 because it made their arthritis hurt worse in the winter. The patient did not realize their device could overdischarge. The patient met with a manufacturer representative the wednesday prior to the report to get their stimulator going again. The patient noticed that they were in overdischarge the sunday before they had their device restarted because they were sitting in church in an awful lot of pain. The patient went to turn their stimulator back up but was getting funny screens. The patient was able to recharge at home. The patient was also having a fading sensation. Since the implant the patient had a problem with their stimulation fading in and out. The patient noted that if they stood they hardly felt it but if they leaned back 2 inches they felt it a little more. The patient thought it was a problem with their body and that it just didn¿t work well with them. It was noted that the patient had had 3 spine surgeries. They had a surgery one month after a car accident in (B)(6) 2011 and the surgery was a laminectomy multiple lumbar fusion. The patient wished they had never had the surgery for the pain. The patient also had a pinched nerve in their bum which was crazy sensitive. The patient noted that the surgery aged them 20 years and did nothing for their pain. Their doctor also did injections and the patient took pain medications but couldn¿t stand the pain medications due to constipation. Vicodin was the only pain medication that they could take and stay regular with and they had built up a resistance to it. When the patient¿s pain was very bad they would take one 8mg dilaudid before bed. When the patient would go to church they would have to push their back hard against the pew to get pain relief but it was not 100%. The patient had to torque their body in certain positions to get the stimulator feeling at all up to where it was set to. The patient was hoping the stimulator would do the trick but they had to push to get the feeling. The past 3 years had been torture for the patient. The patient met with their doctor and it was noted that their battery was not charged and not working. Since the system was not fully charged their pain was not controlled. The patient had low back pain radiating down their right leg. The patient was reprogrammed by a manufacturer representative to get their device working again after it was charged. The patient¿s system was functioning and they were going to try working with the programs they had. The patient had their stimulator and leads explanted on 2014-(B)(6). The device was removed for a loss of efficacy of the stimulation for the patient¿s regional and neurogenic pain syndrome. The patient recovered without sequelae.